Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06004. It was reported that when the patient presented in clinic for a device change out due to eri, high capture threshold was noted on rv and lv leads. Both leads were explanted and replaced. Patient was stable.